Event description:
It is reported that the surgeon letter states tibial tray "removed for osteolysis." Implant date and revision date are unk.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. A pattern of concentric indications was observed on the tibial tray by the surgeon. These indications are likely the result of minor micromotion between the articular surface and tibial tray. Due to the rotation that occurs between the femur and the tibia during normal gait; the modularity of the tibial component; and the mismatch in stiffness between the polyethylene insert and tiv tibial tray, it is not possible to completely eliminate the resulting micromotion between the insert and tray. Since no product was returned, a definitive cause cannot be ascertained. H6: method-results: no product was returned. Review of the device history records did not find any deviations or anomalies. Sem analysis of tibial trays tested in our tribology laboratory show these indication can be characterized as burnishing of the tray and not scratches.